Manufacturer narrative:
The field service engineer (fse) indicated that he found leak inside analyzer at the needle rinse line to needle cartridge assembly. He replaced the associated quick disconnect to resolve the leak. (B)(4).

Event description:
The customer reported that there was a waste/diluent leak of approximately 10 cc from the coulter® lh 500 hematology analyzer while running patient samples. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.